Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that before the physician performed cardiac mapping on the patient, the physician suspected a presence of a slight tamponade. After mapping, the patient's blood pressure dropped and echo cardiogram confirmed the tamponade. A pericardiocentesis was performed and the physician removed 350 cc's of fluid from the pericardial space. The patient was stabilized and was discharged to home with no clinical sequelae.